Event description:
The pump has been returned and was evaluated by product analysis on 03/03/2012 with the following findings: the force sensor was found to be out of calibration. Contamination was observed on the force sensor assembly. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 03/03/2012 with the following findings: the force sensor was found to be out of calibration. Contamination was observed on the force sensor assembly. Unrelated to the event the display was found to have a white spot. Correction/removal report number - 2531779-03/24/2010-003-r.